Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and suggests that the acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head during the revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06553 & 06554).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and suggests that the acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records revealed revision surgery was due to pain and a loose acetabular component. The patient's operative report noted hypertrophic synovioum and metallosis which was debrided; and the acetabular component showed no evidence of bony ingrowth.